Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high and low blood glucose levels. His blood glucose level went from 300 mg/dl to 50 mg/dl in matter of seconds. The customer is struggling with depression and panic attacks. The product was not returned. Nothing further to report.